Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to boot up. Review of the system log file showed that there was malfunction in the flex vision pc and the host pc was not able to connect flex vision pc. To resolve this issue, fse replaced flex vision pc, reloaded the software and configured the system. The defective pc was returned to philips for analysis and found that there was failure in the cmos battery as the system was not starting. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.